Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent, two infrarenal aortic extensions, and two limb extension on (B)(6) 2012. On (B)(6) 2016 computed tomography (CT) showed a potential type 3b endoleak with no aneurysm sac growth. The patient was not symptomatic at the time of the follow-up. On (B)(6) 2016 the physician elected to reline the patient with an additional bifurcates stent and another limb extension to seal the leak. The patient is stable.

Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the reported event. Limited patient medical records and limited patient images were available for review. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. Limited patient records were available and the device was not returned for evaluation. Potential contributing factors to the reported event include; off label use, aggressive angioplasty, and use of non-endologix device.